Event description:
The iab kinked. (Event complications: unk-reported 9/12/97. (Pt's current status: unk-rpt'd 9/12/97.)

Manufacturer narrative:
Evaluation: the iab was received for evaluation with the balloon membrane noted to be completely unfolded with the sheath noted to be kinked at the sheath/sheath hub junction. Visual examination revealed that a portion of the extracorporeal tubing was missing from the y-fitting. Kinks were noted in the inner lumen. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. It was not possible to satisfactorily pump the balloon due to its returned condition. Probable cause of difficulty: based on the condition of the returned iab, it was not possible to determine the exact nature of the reported difficulty. In general, kinking of an iab may be attributed to one or more of the following: 1. A severe vessel tortuosity and/or patient movement. 2. The user may have failed to secure the catheter and y-fitting to the patient. Manipulation of the kinked portion of the catheter can minimize the restriction and improve balloon performance. 3. The user may have pulled the balloon out of the sleeves through the slot provided in the tray on a sharp angle instead of "straight out" as instructed in datascope's instructions for use.